Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced halos and glares on both eyes (ou) at a 4 + month post op exam. The surgery center's description was that the patient was happy with vision but was seeing some halos and glares at night. The patient was prescribed 1% pilocarpine sterile topical ophthalmic eye drops. Pre-op; bcva from (B)(6) 2015: right eye pre-op 20/20 2.50 x -.75 x 90. Left eye pre-op 20/20 2.00 x -1.25 x 80. Post-op; bcva from (B)(6) 2015: right eye post-op 20/20 .00 x .00 x 90. Left eye post-op 20/20 .00 x .00 x 90.